Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular lead displayed pacing impedance measurements of greater than 2000 ohms and high thresholds when programmed to a bipolar configuration. When the system was reprogrammed to unipolar configuration, pacing impedance measurements were 350 ohms and thresholds were normal. There were no adverse patient effects reported. The system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.